Event description:
It was reported that a patient's right ventricular lead exhibited increased pacing thresholds. The lead was capped and a new lead was inserted on (B)(6) 2022. The patient was stable throughout the procedure and experienced no complications.